Manufacturer narrative:
Evaluation: no indications for material or manufacturing failures. The density was measured on the fragments of the ball head and on the insert and accords to the specification. Stripe-wear could be found on the insert and on the head as well as faulty interface between shaft and ceramic head. Therefore it is most likely that a high-edge load led to the breakage of the ceramic head.

Event description:
Country of complaint: (B)(6). Post operative breakage of ceramic head; surgical revision.